Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the head nurse said she was using the equipment when she accidentally noticed that the tidal volume suddenly dropped to 40 and then returned to normal. The engineers of the equipment department tested the normal condition of the simulated lung and found no abnormality, and the tidal volume was stable at four or five hundred. It was determined that this was an accidental failure, the device works properly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was in patient use it was observed that after using the ventilator for five days, it was noticed that the patient's tidal volume fluctuated significantly. It was set at over 400 but would suddenly drop to 50-60. The ventilator was immediately replaced, and no harm was caused to the patient. The investigation is ongoing.